Event description:
It was reported that the lead was trapped beneath the svc stent which resulted in possible insulation degradation and lead failure. The lead was capped. No patient complications have been reported as a result of this event.